Event description:
Right knee swelling, right knee effusion, right knee pain, feeling hot, nausea, crystals in synovial fluid. Information was received in 2007 from a physician, via his nurse practitioner regarding a male patient, age unknown, initials unknown, with a medical history of osteoarthritis, who experienced right knee effusion, right knee pain, feeling hot and nausea. The patient began treatment with synvisc on five days earlier. The patient received one injection of synvisc into his right knee on the same day. The patient experienced right knee effusion, right knee pain beginning on the evening of one day prior to original date. The patient also experienced feeling hot, a temperature of 99.7f and nausea. At the time of this report the patient had not yet recovered. The physician had not yet assessed the relationship between treatment with synvisc and the events. Additional information was received on 20-aug-2007 from hcp via phone call. A few days after receiving the first injection of synvisc, the patient's right knee was aspirated, synovial fluid was collected for lab analysis, and the patient was prescribed pain medication. The synovial fluid lab analysis indicated crystallization. On three days earlier, the patient's right knee was once again aspirated, a cortisone shot was given, and the patient was prescribed indocin. According to the reporter, as of the date of add'l info received, the adverse events were abating. At the time of this report, the outcome of the patient was not yet recovered. The physician causality assessment was possible for all events. No further information provided.